Manufacturer narrative:
(B)(4). A non-covidien service provider inspected the device and found pressure sensor error continuously. The service provider checked the analog interface printed circuit board (pcb) and found a loose connection internally. The service provider reconnected the connection and the ventilator is back in use. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during set up the e360 ventilator is not ventilating. Patient involvement is unknown.